Manufacturer narrative:
H10: the sample was received for evaluation. The event history log review did not provide any evidence related to the reported issue. A visual inspection and functional testing were performed with no issues noted related to the reported condition. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd system gave an electric shock. This occurred ¿after and during use¿ of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.